Event description:
The 75mm linear cutter did not work correctly when used on patient. Equipment did not fire staple load.

Event description:
The 75mm linear cutter did not work correctly when used on patient. Equipment did not fire staple load.

Manufacturer narrative:
The following elements have blank data.